Event description:
It was reported that the rear casing was cracked on the external pulse generator and that it needed to be calibrated as it did not pass its sensitivity test. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported cracked case. Upper and lower cases are broken. Analysis could not confirm the reported sensitivity issue. Ring cover, battery drawer, and battery release are contaminated. Battery contacts are compressed. Two side bail covers are broken. The ring is bent. Keyboard pad has a cosmetic issue.